Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No reservoir alarm was noted. The pump also had minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads and stained address and serial number label.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 125 mg/dl. The customer stated that he got no reservoie and unable to clear by pressing escape and act. The customer wa advised that the insulin need to be replaced. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).